Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history record could not be performed as the lot number was not provided. It was reported that force had to be applied to remove the bdc from the anatomy. It should be noted that the coronary dilatation catheters, nc trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. A 4.00 x 15 mm nc trek rx balloon dilatation catheter bdc was selected for post-dilatation. The bdc was advanced to the lesion and post-dilatation was completed with no issues noted. Resistance was felt during removal of the bdc from the anatomy and force was applied and it was then able to be removed from the anatomy with no other issues noted. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.